Event description:
It was reported that the pump was alarming no disposable clamp tubing. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 41.4 ml and a given volume of 58.60 ml. The pump was powered down. The patient denied any air in the tubing. The patient stated this was the 4th time the alarm had occurred since. They declined removing the cassette. The pump was powered on and started and the screen read run reservoir volume 41.4 ml. The medication used was 5-fu. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. There was no reported patient injury.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.